Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial analysis result of the catheter, serial number (B)(4), was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Event description:
Additional information received reported that the patient had no improvement in spasticity since the catheter revision on (B)(6) 2013, despite an infusion rate of 649 mcg/day. An x-ray was performed on (B)(6) 2013 and there was a potential discontinuity of the connector into the pump housing. No other diagnostic/troubleshooting procedures were performed. The patient also complained of progressive constipation. The decision was made to replace both the catheter and pump due to the belief that the pump was not infusing properly since the patient at one time had effective therapy. There was also a question if branded baclofen was used in the pump by the prior managing facility. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: product type: catheter: product ID 8780, serial# (B)(4), explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was demonstrating increased tone and spasticity with no response to substantial increases in infusion rates. On (B)(6) 2012, a baclofen assay showed 0.98 micrograms (mcg)/milliliter (ml) instead of the expected 1.2 mcg/ml. On that same date, a catheter dye study showed no contrast extravasation. The contrast flowed within the thoracic subarachnoid space without obvious loculation. Champagne-like bubbles were noted when withdrawing from the catheter. Expected residual volumes were obtained with drug reservoir refills. A revision procedure was performed to replace the catheter. Intraoperatively, a kink was observed in the catheter at the spinal entry level. When the catheter was disconnected from the existing pump, a single bolus was sterilely programmed and fluid was observed coming from the exit port of the pump. This bolus was aborted prior to attaching the pump to the newly implanted catheter. The pump was delivering gablofen 2000mcg/ml, at 675.2mcg/day.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the catheter found the catheter was incorrectly assembled. There was a kink at the distal portion of segment 2 where the anchor was attached. The laboratory technician performed troubleshooting by putting fluid in a syringe, attaching it to the pump catheter and applied light pressure while putting more pressure on the kink area. This was done multiple times in order to see if any occlusion would take place. No occlusion occurred during this troubleshooting. Technicians noted the kink may not have caused any occlusion and there was no leak observed. There was abrasion observed where the kink was located. Secondly, a suture was applied directly on the catheter body where the proximal segment connects to the distal segment. There was no proximal and distal strain relief stroud attached or returned.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found. Final device analysis of catheter 8780 revealed the following: there was a tear in the seal of the connector, near the guide ring. Final device analysis of catheter 8711 revealed the following: the catheter body was incorrectly assembled. A suture was applied directly on the catheter body where the proximal connects to the distal. There was no proximal and distal strain relief stroud attached or returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.